Event description:
It was reported that the ilet bionic pancreas was not displaying a blood glucose value while the paired dexcom g7 continuous glucose monitor (cgm) app showed readings, and the user verified the correct pairing code and re-paired the sensor following guided troubleshooting. Symptoms included no blood glucose value on the ilet display with no reported adverse clinical symptoms. Outcomes included temporary loss of continuous glucose monitoring data on the ilet only, without medical intervention or hospitalization. User support included remote troubleshooting, verification of the pairing code, a toggle of the cgm setting, and re-entry of the pairing information. Investigation of this case revealed a cgm signal loss limited to the ilet interface with successful reconnection steps completed, consistent with intermittent communication disruption between the cgm transmitter and the ilet receiver component. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue.